Manufacturer narrative:
Correction b1, d4 the investigation of the reported failure mode has been completed. No product was returned. Major bleed: the cause of bleed cannot be determined since insufficient clinical details were provided. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had uncommon vasculature preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. Physician was concern of a noted bleed to posterior of heart. The bleed was very difficult to access. At the time of this update, it is believed to be from left appendage. Once bleed was controlled to doctor¿s satisfaction, left ventricle access was attempted. Multiple attempts were made and the catheter traversed descending aorta with each attempt. Contrast was injected showing ¿uncommon vasculature¿ per physician. It was noted that patient began to bleed again. Multiple units of blood products and been administered and continued to be administered. Physicians agreed at this point that all efforts had been exhausted on placing 5.5 and aborted insertion. At this time, they both attempted to control bleeding but were unfortunately unsuccessful. Patient expired in few hours.